Event description:
On (B)(6) 2018, relatives for the patient contacted lifescan (lfs) (B)(4), alleging that the patient had misinterpreted an error 8 message (severe hyperglycemia above 600 mg/dl) on his onetouch select simple meter. The complaint was classified based on the customer care advocate (cca) documentation of the call. The patient manages his diabetes with two injections of long acting insulin and three injections of short acting insulin per day. The reporters alleged that on (B)(6) 2018, the patient had misinterpreted the error 8 message on the meter as a result of 8 mmol/l. They indicated that the patient had skipped one or several injections of insulin because of that, and overnight on (B)(6) the patient had developed symptoms of extreme weakness and nausea, and subsequently fell into a coma. The reporters said that at first they didn¿t understand what had caused those symptoms, but later realized that the symptoms indicated high glucose levels. They reported that an ambulance was called at approximately 10:00 am on (B)(6) 2018, and the patient was taken to hospital where the hospital¿s lab showed a blood glucose result of about 50 mmol/l. The reporters indicated that the patient was treated in the intensive care unit with medication which had brought his blood glucose level down to 29 mmol/l. They stated that at the time of the call to lfs, (B)(6) 2018, the patient was still in hospital, but was out of intensive care. During troubleshooting, it was established that the meter was not being used for the first time. The csr educated the reporters on the meaning of the error message. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after obtaining an error 8 message on the subject meter which he misinterpreted as 8 mmol/l, and skipped insulin.